Event description:
It was reported the patient underwent a left hip revision approximately 10 years post implantation due to altr. During the revision scar tissue and adhesions were noted. The head was exchanged without complications. The stem and cup remained implanted. No additional information.

Manufacturer narrative:
(B)(4). Concomitant products: cat#157448 m2a-magnum mod hd sz 48mm lot# 053360; cat# x180309 bi-metric/x por nc 9x125 lot# 416780; cat# 139259 m2a magnum 42-50m lot# 330050. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned femoral head identified the taper of the device had damage. The outside radius of the device has a wear mark along with scuffing to the polish. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: posterolateral incision with scar tissue and adhesions. Abductors perfectly healed. In joint adverse local tissue was noted, specimen sent and negative for acute inflammation. Doctor was able to dissociate the cold-welded large metal head from trunnion without damaging the trunnion. Trunnion cleaned and dried. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.